Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was discovered fractured after a knee procedure. It is unknown when it fractured. No adverse events have been reported as a result of the malfunction as patient did not retain any pieces.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that the tasp exhibits signs of repeated use and the post feature was fractured off. The investigation results concluded that the reported event was considered to be a design deficiency, which has been the subject of corrective action in the past. It was determined this device was manufactured prior to the action. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that the tasp exhibits signs of repeated use and the post feature was fractured off. The investigation results concluded that the reported event was considered to be a design deficiency. A corrective action was taken to modify and prevent fracture. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.